Manufacturer narrative:
(B)(4). Concomitant medical products: item#: 154724; lot#: unknown, item#: 159554; lot#: unknown. Therapy date: unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see the associated reports: 3002806535 -2022 -00421, 3002806535 -2022 -00422.

Event description:
The patient underwent an initial left knee hemiarthroplasty. Subsequently, the patient experienced loosening, swelling, and difficulty ambulating. No revision procedure has occurred at this time. Due diligence is in progress for this complaint; to date, no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Part and lot identification are necessary for review of device history records, neither were provided. Medical records and radiographs were provided and reviewed by a healthcare professional. Review of the available records identified the following: interval postsurgical changes compatible with a hemiarthroplasty of the medial compartment of the left knee, mild osteoarthritic change of the lateral and patellofemoral compartments, enthesophyte noted along the quadriceps tendon insertion site upon the patella, tiny suprapatellar joint effusion is suspected. Contributing factor of the event is obesity a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery due to loosening, swelling, difficulty ambulating, and severe arthritic changes in the knee.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This complaint was re-opened due to medical notes being received and these were reviewed by a health care professional who reported that the revision occurred due to severe arthritic changes in the knee. The partial knee components were found to be well-fixed during the revision. A competitor total knee was placed without complications. The root cause of the reported issue is attributed to patient condition being disease progression. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item#: 154724; lot#: 955030. Item#: 159554; lot#: 313150. This follow-up report is being submitted to relay additional information. This complaint was re-opened due to further medical notes becoming available which also includes lot numbers being established. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Medical notes being received and these were reviewed by a health care professional who reported that initial xray: chronic pain, x-ray: possible hardware loosening, discussed possible revision, pain meds provided. Second x-ray: no fracture, effusion, swelling, or calcifications; unchanged degree of lucency in the medial femoral condyle and medial tibial plateau. Third x-ray: demineralization of the bones, components in similar alignment as compared to previous xrays, degenerative changes to patellofemoral compartment, no fracture, small joint effusion, mild soft tissue swelling, lucency at the bone cement interface. The root cause of the reported issue is remains to be attributed to patient condition being disease progression.